Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The battery compartment was observed to be cracked on the side from the threads to the cover. The battery compartment threads were stripped. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. There were no power interruptions duplicated during this time. The pump case was removed and there was no damage to the power circuit found. There was no evidence of internal moisture observed. The cartridge compartment was noted to be damaged near the threads. The returned cartridge cap was able to attach to the pump and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that there were multiple reboots and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.